Event description:
It was reported that the procedure was to treat 2 lesions. One lesion was in the left anterior descending (lad) artery and the other in the circumflex (cx) artery, both with moderate tortuosity and moderate calcification. The first allstar guide wire was attempted to be advanced to the lad, but became stuck in the vessel prior to the lesion. During an attempt to remove, resistance was noted and 10 mm of the guide wire separated. A stent was deployed to capture the separated portion against the vessel wall. A new non-abbott guide wire was used to treat the lad successfully. The second allstar guide wire was attempted to be advanced to the cx lesion, but became stuck prior to the lesion. Resistance was noted during removal. Outside the anatomy, it was noted that the guide wire was significantly bent. A non-abbott guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other acs hi-torque allstar guide wire referenced is being filed under a separate medwatch MFR number.